Event description:
The customer reported two false positive results with the ID now covid-19 assay performed with kitted nasal swab samples on unknown dates. This MFR. Report addresses patient two (2) of two (2). Confirmation pcr testing was performed with a nasal sample (platform unknown) and generated a negative result. The patient reportedly had fever. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: event date is an approximation since the exact date was not provided by the customer. The investigation is still in progress. A supplemental report will be provided after completion. PMA/510k: similar product to 190-000. Reference related MFR. Report number 1221359-2022-05140.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.